Event description:
The plaintiff's atty alleged that the pt experienced a cardiac event; it was reported that the event occurred due to the administration of the product during dialysis treatment.

Manufacturer narrative:
(B)(4). This is one of two device reports associated with this event, which is one of two events for the same pt.